Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation / use error: observed, one opening assessed as surgical damage and delamination on the diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side exchange with no complaint against device. Healthcare professional later reported "right punctured implant originally intact." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation / use error: observed, one opening assessed as surgical damage and delamination on the diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation-ndr, use error.

Event description:
Healthcare professional reported right side exchange with no complaint against device. Healthcare professional later reported "right punctured implant originally intact." Device has been explanted and replaced.